Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(4) of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unknown date, the patient made a mistake/touch contamination and got peritonitis. The patient was not hospitalized for the events. The cause of the peritonitis was patient made mistake/touch contamination, further described as something to do with the way the patient was using the minicaps. On an unreported date, the patient was recovered from the peritonitis and at home using unspecified medications with the pd solutions. The outcome for patient made mistake/touch contamination was not reported. The dianeal therapies were ongoing. Concomitant medications were not reported. The nurse reported the peritonitis was not related to the dianeal therapies, but did not comment on the event of patient made mistake/touch contamination.